Event description:
New information received notes that dft testing was performed successfully. The device was reprogrammed. The patient will be monitored.

Event description:
It was reported that the patient presented in-hospital for symptoms not related to a device. During device interrogation high hv lead impedance on the rv to can vector was observed. No noise was noted on the rv to can egm vector during pocked manipulation. A new hv lead impedance measurement was taken and was within normal range. No further information is available.